Manufacturer narrative:
Product analysis: the bottom jaw of the micro pituitary has been bent downward and caused the arm to break at both sides of the pivot pin. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent micro endoscopic discectomy due to lumbar disc herniation. Intra-op, the fixing pin of the forceps and the fixing screw were loose. It was suspected that the tip pin of forceps as well as the screw on the same side of the handle were loose. The product did not work well in the operation; hence, other instrument was used to complete the procedure. There was a delay of less than 60 minutes in overall procedure time due to this event. The products came in contact with the patient. No patient complications were reported.